Manufacturer narrative:
A photograph of one sample was also provided for evaluation. Visual inspection of the photo noted a leak near the blue winged luer cap. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Of the five reported events, four units were received at the plant for evaluation. Visual inspection revealed fluid inside the bags that contained the samples. When the samples were removed from their bags, the cause of the fluid was found to be untightened blue winged luer caps. A functional leak test was performed by filling the each unit with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified for all four returned samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address leaks from the blue winged luer cap. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. It was reported that five (5) small volume folfusors leaked. Four of the units leaked from the blue winged luer cap and 1 unit leaked from an unspecified location. All five events occurred after fill. There was no patient involvement. No additional information is available.